Event description:
On 6/10/2022, it was reported by a sales representative via phone that the tightropes from an ar-8959tds tightrope xp buttress plate implant system ripped and the implants failed. Surgeon was able to removed all fragments and opened individual tightropes to complete the case. This was discovered during an ankle fracture procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.